Event description:
It was reported that during a colon resection procedure, the staples did not form ¿b¿ shape after firing. This was the initial firing of the device. To prevent bile leakage, the anastomosis was sutured by hand. No patient impact reported. The device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.